Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the tissue pad was worn and partly torn off. There was a mark on the tip of the probe that came into contact with the grip. There was a mark on the grip that came into contact with the tip of the probe. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopic cholecystectomy procedure, the tissue pad of the device peeled off, and there was no output. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. The settings at the time of the event were setting mode (level 1), maximum mode (level 1).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections d8, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Grasping section was closed without grasping anything (this includes after tissue resection) while the ultrasonic output was activated. This caused the tissue pad to wear out and partially peeled off. 2. Since the tissue pad was peeled off, the grasping section and the probe came into contact. 3. The ultrasonic output was activated while the grasping section was contacting the probe causing an error. Also, this caused the probe to have contact marks. 4. The error could not be cancelled. Therefore, it was determined that the output could not be activated. This following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.